Manufacturer narrative:
The customer reported the tubing above the chamber was leaking, and returned one photo of material 2477-0007, lot 24026242. The photo verified the blood tubing leak above the drip chamber, at one of the two spike tubes. There is no physical sample available. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown without a physical sample failure investigation. The plant did not institute any actions to address the failure, without a replicated failure.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing above the chamber popped but didn't disconnect, however there was leakage.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.